Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous shunt. A 5.0 x 20, 75cm mustang¿ balloon catheter was advanced for dilatation. However, the balloon ruptured during the first inflation. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient has no injury.

Manufacturer narrative:
Updated: device evaluated by MFR device evaluated by MFR: a visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure and deflated. No issues were noted with the tip section of the device. Blood was observed within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when a balloon pinhole leak was identified 2mm distal to the distal edge of the proximal markerband. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous shunt. A 5.0 x 20, 75cm mustang¿ balloon catheter was advanced for dilatation. However, the balloon ruptured during the first inflation. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient has no injury.